Event description:
A simplygo device was returned to a third-party service center with an allegation of concentration fio² hs. During the evaluation at the service center, the device was inspected and found sieves are clogged, pca is burned. Inlet filter need to be replaced due to preventive maintenance. All parts need to be replaced. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for further investigation. A final report will be sent once the investigation is concluded.